Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp microbore catheter extension set leaked at the hub. This occurred when connecting the flush to the adapter. It was stated the saline would not flush through the tube, it leaked at the connection point. There was no report of patient injury or medical intervention associated with this event. No additional information is available.